Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the expanding screw sheared/broken off the posterior side of the implant upon accidental opposite turn of handle. There were no patient complications as a result of alleged event.